Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the squirts out insulin during priming. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was cracks in material of the buttons. The insulin pump will not be returned for analysis.